Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown

Event description:
It was reported a patient enrolled in a clinical study underwent a left total knee arthroplasty on an unknown date. Subsequently, patient underwent a radical debridement on (B)(6) 2007 due to infection. All components were removed and replaced with cement spacer molds. Patient was reimplanted on (B)(6) 2007 with an orthopedic salvage system.